Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Additional for rga creation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and failed. A review of the share logs was performed and early sensor expiration was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.